Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. (B)(4).

Event description:
It was further reported that vascular access was obtained via the femoral artery. An attempt to deploy the coil was made however, due to the unraveling of the coil the deployment was unsuccessful. While the coil did not prematurely detach, during the removal process the coil was severely stretched, broken and migrated into the internal iliac artery. One coil was successfully deployed during the procedure via use of a non-bsc catheter.

Event description:
It was reported that during a embolization treatment procedure, a coil separation occurred. The target lesion was located in the very tortuous internal iliac artery. After stent graft placement, a leak was noted. A 3mm x 10cm interlocking detachable coil was advanced to the target location with a non-bsc catheter. The coil unraveled at repositioning and was not deployed into the target lesion. An attempt to remove the coil from the catheter was made, however during removal the coil separated. Next, the interlocking arm of the coil and the delivery wire were withdrawn with the catheter. A gooseneck snare was selected to remove the separated coil. The coil removal was unsuccessful and the coil remains inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is good.